Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the past 2-3 weeks they had noticed that their implanted neurostimulator battery was not lasting as long as it had in the past. Patient stated that they charge weekly every friday and by the end of the week the implant battery is down to 20%, whereas in the past the ins battery would be at 70-80% at the end of the week. Caller reported there had been no changes to therapy settings or intensity. Agent provided information and the caller was redirected to hcp and manufacturer representative to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.